Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery. A non-abbott stent could not advance over the balance middleweight (bmw) universal ii guide wire and when removed, the guide wire was separated. The entire guide wire was removed from the anatomy. A whisper es was placed and the non-abbott stent was implanted successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.